Event description:
During a pta treatment procedure to dilate a 90% stenosis in an av fistula, the wire tip became deformed. The physician was unable to reshape the wire tip. Another guidewire was used to successfully complete the procedure. The patient status is reported as 'good' following the procedure; no injuries or complications were reported.